Event description:
It was reported that pump experienced malfunction code 16. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer gave correction dose by injection and planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump.